Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted for normal battery depletion and returned for standard post market analysis.

Event description:
Boston scientific received information that this associated pacemaker exhibited high out of range pacing impedance of 2,100 ohms. Several months ago impedance was in 1,030 ohms then became 770 ohms in the following month and recently got 2,100 ohms with more ups and downs in between. There was a noise noted and was reproducible with isometrics. Boston scientific technical services (ts) and the physician suspected issue developing with the lead. Ts discussed to consider doing an impedance measurement while recreating noise to see if variation in measurement can be observed. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. At this time, the device remains in service. No adverse patient effects were reported.